Event description:
The customer reported that when changing the c-arm position, the screen went black and the system would not display a fluoroscopy image. There is no report of pt injury or death.

Manufacturer narrative:
A ge representative evaluated the system and performed a generator and filament calibration. The system operates as intended.